Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic splenectomy, while using the device, the surgeon was unable to unclamp the device from the vessel that was trying to be ligasured, so the surgeon's next step was to convert from laparoscopic to open stat procedure.